Event description:
The patient reported that on (B)(6) 2012 she experienced blood glucose (bg) readings of "high" (>600 mg/dl) after receiving multiple loss of prime warnings. The patient stated that she had some nausea and vomiting, but no shortness of breath or chest pain. The patient also reported mild ketones. The patient stated that she had already contacted her health care provided for a back- up plan of insulin delivery. The patient stated that she had been receiving loss of prime warning off and on for two weeks. While on the phone with customer support the patient was able to prime but could not complete an air bolus because the loss of prime warning recurred. Recurring loss of prime warnings are not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy. Use error likely caused or contributed to the reported bg excursion due to inadequate response to the loss of prime warnings.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box confirmed loss of prime warnings had occurred. A rewind, load, and prime sequence was performed with no loss of prime occurring. A bolus was performed with no loss of prime. Investigation revealed that the force sensor was out of calibration and the force sensor resistance measurement was out of specification. Unrelated to the complaint, investigation revealed that the keypad was torn between the contrast and up arrow keypad buttons. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts. The loss of prime complaint was confirmed in the pump history but could not be duplicated on investigation. Recurring loss of primes are not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. Correction: was originally reported as an adverse event with product problem, however as stated above loss of primes are not likely to cause an adverse event. The reportable event type is adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.